Event description:
The issue reported was a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, resulting in the successful start of the sensor session without further errors.